Event description:
The nurse reported via our sales rep, that the surgeon noted during a procedure that the spring is too loose. Another device was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.